Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle channel and the right atrial channel. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing of noise could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Visual inspection did not find any anomaly on the header. Electrical and mechanical analysis performed, including sensing noise testing under nominal and high sensitivity settings, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.